Event description:
The haptic of a cc4204bf model lens was damaged when the surgeon was advancing the lens from the cartridge. There was no patient contact or injury. It is unknown if the product malfunctioned.